Event description:
Reportable based on device analysis completed on 04dec2018. It was reported that lost image occurred. The target lesion was located in a severely tortuous and moderately calcified coronary artery. During percutaneous coronary intervention, an opticross imaging catheter was selected for us. However, it was unable to obtain image. The procedure was completed using a different device. No patient complications were reported. However, returned device analysis revealed damage in the femoral marker. Device evaluated by MFR: investigation was completed. The device was returned for analysis. Kinks were observed in the telescope assembly from femoral marker to the proximal end. A damage was observed in the femoral marker (marker flake-off). It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Based on the x-ray analysis, no discernible defect could be seen.